Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable sensor was inserted into the arm on (B)(6) 2025. On 01/24/2025, it was reported that the patient experienced inaccurate cgm values. The day of the event the patient experienced a hypoglycemic event which caused her to have pain and to moan. Her sister noted this, and when she saw the patient, she took a fingerstick and the cgm reading was 80 mg/dl, and the blood glucose reading was 40 mg/dl. The sister called the emergencies and when the paramedics arrived another fingerstick was taken, but no value was remembered. The patient was brought to the hospital and was admitted for a total of 5 days. The patient could not remember any treatment that was given during that time. It was confirmed that there were no other underlying health issues that contributed to the hospitalization, other the hypoglycemic event and the pain that it caused. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.